Event description:
It was reported that a pump malfunction occurred, displaying a malfunction code related to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer received assistance from cts in resetting the pump, and the malfunction did not recur after the reset. The customer was informed to contact support if the issue arises again and was able to continue using the pump.